Manufacturer narrative:
The referenced otv-s190 was returned to the olympus medical systems corporation (omsc) for eval. The eval did not confirm the user's report. Also the eval found that the otv-s190 operated correctly and there was no abnormality. There was a possibility that this phenomenon was attributed to the facility environment or the problem of the endoscope which interoperated with the otv-s190, but exact cause of the user's experience could not be conclusively determined. Also, omsc checked the manufacture history of the subject otv-s190, there was no irregularity found. Omsc stated the appropriate handling of the otv-s190 in the instruction manual when the otv-s190 had abnormalities. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the laparoscopic cholecystectomy procedure, the endoscopic image had appeared and disappeared repeatedly. The physician had changed the video system (endoscope, video processor, light source etc.) To the other video system. Then the physician had re-started the procedure and the procedure had been completed without any problem. The procedure had been extended by approx ten mins, but there was no pt harm reported.